Event description:
The technician alleged that the brake casters at the foot end of the stretcher would swivel while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the foot end brake casters to resolve the issue.